Event description:
It was reported that during deployment of the tigerpaw pro (tpp) clip, a loud "crackling" noise was heard. Following deployment, bleeding was observed at the distal, posterior end of the left atrial appendage (laa). The physician used pledgeted stitches to stop the bleeding. A separate report has been submitted for the "crackling" noise under mfg report number 2248146-2021-00107.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period apr-19 to mar-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Complete initial reporter name: (B)(6) brand name: tigerpaw pro left atrial appendage closure device 35mm.the device will not be returned to the manufacturer to complete an evaluation. If additional information is provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during deployment of the tigerpaw pro (tpp) clip, a loud "crackling" noise was heard. Following deployment, bleeding was observed at the distal, posterior end of the left atrial appendage (laa). The physician used pledgeted stitches to stop the bleeding. A separate report has been submitted for the "crackling" noise under mfg report number 2248146-2021-00107.